Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angio-seal vip device was received for product analysis. Only the carrier tube assembly was returned for analysis. The poly-foil pouch and bypass tube were not returned. Visual inspection revealed that the anchor and swollen collagen were exposed, and the deployment sleeve was found in the forward lock position. No other visual anomalies were noted with the returned device. No functional testing was possible since the bypass tube was not returned. For dimensional testing, the overall length and width of the anchor were measured and found to be 0.406'' and 0.078'' respectively. All measurements were found to be within the specifications defined in the engineering drawings active at the time of manufacturing. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when opening the angio-seal device, in the sterile foil packaging, the bypass tube was off. Another angio-seal device was used, and the procedure was completed. The patient was in stable condition.